Event description:
It was reported that the customer had issues with their insulin pump's buttons. The customer stated that they pressed the buttons, nothing would happen, and then later the button would respond. The customer stated that the incident happened all of a sudden but that buttons have not always responded. The customer's blood glucose level was unknown. The customer stated that they sometimes had to press the button more than once in order for it to respond. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).